Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the an unspecified alarm occurred. Subsequently, paramedics were called and the customer was hospitalized due to diabetic ketoacidosis. A bg value was not provided. In addition, it was reported that the pump became hot to touch and customer sustained a burn. Reportedly, the customer reverted to manual injections. Additional information was not provided. Multiple follow up attempts were made by tandem technical support to obtain additional information; however, a response was not received.